Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was delivered to address the elevated bg level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.